Manufacturer narrative:
The blower assembly was returned to the manufacturer for failure investigation (fi). The blower assembly passed all testing. The reported complaint of a blower assembly noise was not duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit was checked prior to using in a hospital room, when the noise occurred. The customer compared the unit with another one of the same model. The unit's sound was loud. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:05feb2021. B4:22feb2021. H11:g5:k102985. The field service engineer (fse) could not confirm the failure by operational check. The customer confirmed that the unit's sound was loud compared with another one of the same model. The (fse) replaced the blower to resolve the issue. The unit passed testing, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.